Event description:
As reported, the patient had an initial left tka on (B)(6) 2008. The patient had a revision on (B)(6) 2016. Upon information and belief the loose components and osteolysis in the patient's left knee were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 13a2101 - cemex system fast genta 70g, aa1808; 200-02-32 - three peg patella 32mm, 1266716; 200-04-22 - cemented finned tib. Tra sz 2f/2t, 1283339; 201-78-14 - holding pin headless sharp point long 4pk, 1060803; 201-78-15 - holding pin mini sharp point 4 pk, 1227662, 1227663; 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm, 82165; 230-02-02 - optetrak asy,cr cemented femoral, sz 2, 1175411; asa0030 - sterile disposable containers, aa1362. Recall: z-0019-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, disassembly, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.